Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device (location of device: uterine fundus / malposltloned essure coil") and endometritis ("chronic endometritis") in an adult female patient who had essure (batch no. C06525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bladder disorder nos and dysfunctional uterine bleeding. From june 2015 until august 2015, the patient received depo provera at an unspecified dose and frequency. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric (problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criterion medically significant) and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingectomy laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, endometritis, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache and arthralgia outcome was unknown. The reporter provided no causality assessment for endometritis with essure. The reporter considered anxiety, arthralgia, depression, device expulsion, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in medical records - chronic endometritis." Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, lot number, patient details, other relevant history, product information, concomitant drug and events- abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric (problems condition: depression, mental anguish, migraines, headaches, migration of essure device (location of device: uterine fundus, pelvic pain, joint pain, chronic endometritis were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device (location of device: uterine fundus / malpositioned essure coil") and endometritis ("chronic endometritis") in an adult female patient who had essure (batch no. C06525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test". The patient's concurrent conditions included bladder disorder and dysfunctional uterine bleeding. Concomitant products included gabapentin (neurontin) and medroxyprogesterone (depo provera) from (B)(6) 2015 to (B)(6) 2015. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric (problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingectomy laparoscopic, hysterectomy (partial)) and surgery (bilateral salpingectomy laparoscopic, hysterectomy (partial).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, endometritis, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache and arthralgia outcome was unknown. The reporter provided no causality assessment for endometritis with essure. The reporter considered anxiety, arthralgia, depression, device expulsion, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in medical records - chronic endometritis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: plaintiff fact sheet received. Concomitant medication were added. New event did not underwent for essure confirmation test added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device (location of device: uterine fundus / malposltloned essure coil") and endometritis ("chronic endometritis") in an adult female patient who had essure (batch no. C06525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bladder disorder and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2015 to (B)(6) 2015. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric (problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingectomy laparoscopic) and surgery (bilateral salpingectomy laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, endometritis, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache and arthralgia outcome was unknown. The reporter provided no causality assessment for endometritis with essure. The reporter considered anxiety, arthralgia, depression, device expulsion, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in medical records - chronic endometritis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device expulsion ('migration of essure device (location of device: uterine fundus / malposltloned essure coil') and endometritis ('chronic endometritis') in a 37-year-old female patient who had essure (batch no. C06525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test". The patient's concurrent conditions included bladder disorder, dysfunctional uterine bleeding and post-traumatic stress disorder. Concomitant products included sertraline since (B)(6) 2015 for post-traumatic stress disorder, anxiety and depression as well as gabapentin (neurontin), medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric (problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingectomy laparoscopic, hysterectomy (partial), supracervical hysterectomy and bilateral salpingectomy laparoscopic, hysterectomy (partial).). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the device expulsion, endometritis, depression, anxiety, migraine, headache and arthralgia outcome was unknown. The reporter provided no causality assessment for endometritis with essure. The reporter considered anxiety, arthralgia, depression, device expulsion, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date as (B)(6) 2016. ¿concerning the injuries reported in this case, the following one/ones were described in medical records - chronic endometritis.". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome for pelvic pain, vaginal bleeding and menorrhagia were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.